Event description:
During laparoscopic roux-en-y gastric bypass procedure, when creating a gastrojejunostomy between the pouch and the roux limb of the jejunum, the endo gia 45-3.5 stapler misfired. A different endo gia 45-3.5 mm stapler was used to do a gastrojejunostomy which resulted in a larger enterotomy than usual. The enterotomy was closed in two layers with 2-0 vicryl. No leaks identified when anastomosis tested.